Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, several a and v oversensing episodes on a pacemaker dependent patient. Provocation maneuvers were not reproducible.